Event description:
It was reported by the rep that the one sw100 and the one sw110 were used during a laparoscopic nissen procedure. It was reported that the surgeon loaded and tried to fire the suture assistant twice. It failed to tie the knot both times. The devices were discarded by the staff because they were "a tangled mess." The case was completed with another suture assistant and no further problems were experienced. On the reload, it would not withdraw from the cartridge, the needle stuck breaking the suture. There was no pt consequence.